Manufacturer narrative:
The repair facility subjected the unit to all testing per qa-122. The unit passed all performance and safety testing with no problem or issues found. It can be determined that the shock that the patient received was not the result of a faulty generator unit. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.

Manufacturer narrative:
The unit is being returned for evaluation and possible repair on RMA 834001497. The unit was recieved on 12/15/2023, however the evaluation is not yet complete. Uknown what brand of solid metal grounding pad is being used with the generator. There has been a total of (B)(4) sold of all serial numbers since 2016 with no additional complaints recorded for similar occurrences. (B)(4). A follow up report will be submitted once the evaluation is complete or we receive additional pertinent information.

Event description:
The customer alleged that the patient is being shocked while using the generator and metal grounding pad. The customer states that they have used the device with the metal grounding pads since 2018 with no additional issues. There has been no additional patient harm noted at this time.